Manufacturer narrative:
(B) (4): evaluation results: (myocardial infarction, revascularization). (Revascularization, stent implant).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca, as treatment of the target lesion (MFR report # 2953200-2010-00158). A dissection was noted therefore one endeavor sprint rx drug-eluting stent (MFR report # 2953200-2010-00159) was implanted at the proximal rca overlapping, as treatment of a complication/ dissection/ bailout. One endeavor sprint rx drug-eluting stent was implanted at the mid rca. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up, 1 year follow up and 1.5 year follow up. It is reported that an acute non-stemi occurred approx 20 months following index procedure. Pt was taking asa and clopidogrel / ticlopidine 24 hours prior to event. Investigator indicated that an angiography was performed and that the target lesion was involved but that the event was not related to the study stent. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. It is reported that, while on holidays, pt was admitted with left heart failure and subsequent rise of troponin. Two weeks later, on return home, a ptca revascularization was carried out at the proximal and mid rca, due to restenosis after previous ptca. One endeavor sprint rx drug-eluting stent was implanted at each lesion. Investigator indicated that event was related to the study stent.